Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and determined that the device required bench repair. The device has not yet been received by philips. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction inop and no sound from device. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
O diagnostic/functional testing was performed as the device has not been returned for evaluation/repair. The customer was provided the information to return the device to bench repair, however, the device was not returned. It is at the customer discretion to return the device. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined and the issue is not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.